Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. The pulse generator exhibited backup vvi mode. Due to battery status further troubleshooting could not be performed. No additional information was available.